Event description:
A healthcare facility in california, reported that the gas outlet port of rd900 neopuff infant resuscitator was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in the united states where it was inspected by a trained f&p service technician. The complaint rd900 neopuff infant resuscitator was repaired and returned to the customer after passing all the required safety and performance tests. Results: visual inspection of the complaint rd900 neopuff infant resuscitator confirmed that the gas outlet port was broken. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely caused by physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6), reported that the gas outlet port of rd900 neopuff infant resuscitator was broken. There was no patient involvement.